Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) university. Device evaluated by manufacturer: the device was returned for analysis. Examination of the hypotube noted multiple kinks along the length of the hypotube. The shaft polymer extrusion had no kinks or damages. A detailed microscopic examination of the balloon material noted a pinhole above the proximal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues identified during examination of the extrusion shaft. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. No other device issues were identified during returned product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2024. It was reported that the balloon failed to cross due to a tortuous lesion. The 90% stenosed target lesion was located in the left anterior descending artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the device failed to cross due to tortuous lesions. The procedure was completed with another of the same device. No patient complications reported and the patient condition following procedure was stable. However, device analysis, revealed that the balloon material noted a pinhole above the proximal markerband.